Event description:
Customer reports, the safety slide on the syringe was pulled completely off the needle end of the syringe while the user was attempting to engage the safety slide. This resulted in a rebound needlestick to the user.